Event description:
It was reported that during an electrophysiological (ep) procedure the programmer allowed programming to vvi 40 but would not allow programming back to the pre-procedure settings. It was additionally stated on the return paperwork that programming changes were made during an ep study, however when reprogramming was then attempted the programmer would not program the [implantable heart] device. The programmer was changed out with no patient issues and has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of settings difficulty and it was attributed to the stylus function being intermittent and the stylus was therefore replaced and calibrated. It was further noted that the power cord assembly had a bent latch and that the media bay door was broken and therefore both the power cord bay assembly and the media bay door were replaced, and that the programmer failed a power supply sensor test during functional testing so the power supply was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).